Manufacturer narrative:
Title: anatomical quality criteria for sleeve gastrectomy source: obes surg (2021) 31:1541¿1548. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed september 2016 and november 2017, a prospective study aimed to provide reproducible anatomical criteria for sleeve gastrectomy (sg) technique. It was noted that the stapling phase was performed with a 60-mm endo gia tri-staple. There were 134 patients included in the study and complications included staple-line hematoma in 7 patients, one of whom required 2 blood transfusions and a second laparoscopy.